Event description:
On february 25, 2006 the lay user/patient contacted lifescan alleging that her one touch ultra surestep enhanced meter was prompting an unknown message. The senior medical affairs specialist mailed a letter since the patient could not be reached by telephone. The patient reported that due to the unknown issue, she was unable to obtain blood glucose results. Consequently, she was taken to the hospital and treated with insulin. Prior to being taken to the hospital, the patient did not take any actions that would affect her blood glucose level. No further information was provided. It would have been helpful to know how long the patient had been unable to obtain a blood glucose result, if she developed symptoms, her medication regimen, the blood glucose result obtained by the hospital, and type/dose of insulin administered at the hospital. The customer care advocate was unable to confirm/troubleshoot the alleged issue. The meter, test strips, and control solution were replaced. This complaint is being reported since the patient was unable to test due to an unknown meter message, was taken to the hospital, and received insulin treatment.